Manufacturer narrative:
A follow-up telephone conversation was held with the nurse manager that was involved in the case. The patient was released as planned; there was no additional intervention or extended stay required. The products involved are under evaluation with the hospital and are planned to be returned to invuity for investigation. Additionally, the hospital performed their own investigation and has since modified their esu setup when using two photonblades in the same procedure.

Event description:
A breast mastectomy/reconstruction procedure utilized two photonblade devices, which were performing as intended. During the middle of the procedure it was reported that one photonblade device, when activated, was observed to activate the secondary photonblade device. The secondary photonblade was replaced with a new photonblade and the procedure was completed without further incident. The physician noticed a minor burn near the axilla that required a minor surgical intervention.

Manufacturer narrative:
The actual complaint devices were received and invuity attempted to replicate the described clinical setting based on information provided by the hospital: two esus located near the head of the bed, relative device handle and cable positions along each side of the bed. The reported behavior could not be reproduced. Further investigation was performed in an attempt to replicate the observation with more aggressive conditions, such as fluid ingress, higher energy settings, and intentionally wrapping one cable onto the other device. The reported behavior could not be reproduced.